Manufacturer narrative:
Compliant conclusion: as reported, the sealant protection of a 6/7f mynx control vascular closure device (vcd) was cracked. It was not used because vessel damage was expected. Manual compression was used to achieve hemostasis. There was no reported patient injury. The procedure used retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate tortuosity. The user is trained to the device. The device was stored and prepped per instructions for use (IFU) and opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynx control vascular closure device 6f7f along with the syringe involved in the reported complaint were returned for the investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed, and the stopcock was found open. The sealant was present, and the procedural sheath of the complaint was not returned with the device, which showed exposure to blood. The condition reported (cracked) could not be identified during the visual analysis; nevertheless, a damaged (deformation) condition was observed with the sealant sleeves. The deformation observed may be considered as an attributable cause of the sealant exposure that was observed. Due to the identified deformation of the sealant sleeves, dimensional analysis was not possible to be completed as the deformation impeded the correct measurement of the slit. The reported event of ¿sealant sleeves (cartridge assembly)-cracked¿ was not confirmed through analysis of the returned device. However, visual inspection of the returned device revealed that the sealant outer sleeve assembly was damaged/deformed, which may be the condition the customer experienced. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the damaged sleeves. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the information available for review and product analysis, procedural/handling factors (moderate tortuosity of the access site), and/or the condition of the sheath (although not returned) may have contributed to the damaged condition of the sealant sleeves, and the subsequent premature swelling/exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the product analysis suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with lot f2222002 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt. H3: this device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant protection of a 6/7f mynx control vascular closure device (vcd) was cracked. It was not used because vessel damage was expected. Manual compression was used to achieve hemostasis. There was no reported patient injury. The procedure used retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate tortuosity. The user is trained to the device. The device was stored and prepped per instructions for use (IFU) and opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. Addendum: product evaluation revealed the sealant was prematurely exposed along the catheter of the mynx control vcd.